Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the low battery alarm is unknown. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that during product evaluation by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.